Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm compromised forced sensor system alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. The alarm occurred while changing the reservoir. Customer said blood glucose at the time of incident 180 mg/dl. Customer stated the drive support cap was loose. The customer is on pen since saturday. The insulin pump will be returning for analysis.